Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device displayed a "defib charging error" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device logs. At the start of the case, the log displays a "battery calibration required" message. After a successful charge and manual disarm, a battery communication failure occurred. The user receives three charge timeout failures following attempts to charge. Charge time can be impacted by a variety of situations, including but not limited to the device not recognizing enough power from the battery. The battery used during this event required calibration. If the battery is not calibrated, this will prevent proper communication between the battery and the device. The x series operator's guide states, "for best performance of the battery, you should recalibrate the battery as soon as possible" after seeing that calibration is required. The operator's guide also recommends that the user carries at least one fully charged spare battery in case a back-up power source is required. The device was put through extensive testing including underwent bench handling and defib cycle testing with a test battery without duplicating the report. The customer's battery was not returned for evaluation. The battery terminal lug nuts will be replaced as a precaution. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.